Manufacturer narrative:
(B)(6). Occupation - clinical professional development specialist. Based on our investigation, the root cause of the problem could not be identified. The condition of the actual sample was not confirmed since it was not returned for evaluation. No lot history files and retention samples were checked since complaint lot number is unknown. Molding condition of the sheath critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to difficulty or failure of device activation. We have series of visual in-process inspection on molding until boxing process to detect abnormality on the components and assembled products that may lead to problem during sheath activation. Moreover, we perform manual safety sheath activation and component fit on assembled products during manual assembly. Prior shipment, qc conducts testing for the force required to deactivate or unlock an activated sheath. This shows that our safety needle will not be unlocked once already activated. (B)(4).

Event description:
The user facility reported that a terumo needle caused a needle stick (all user error). Additional information was received 07novermber2019: the needle was a surguard3, a nurse activated the needle, not on a hard surface. The nurse put the needle down and the paperwork was given to the patient. The nurse picked up the needle and poked her finger. The needle was put in the sharps container and the supervisor was informed about the incident . The nurse proceeded to the urgent care to get labs done.